Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occurred. No scroll bar ramping numbers without button press noted. Device was returned with missing end cap sticker and broken battery tube threads. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 51 mg/dl. Troubleshooting was performed. The device was returned for analysis.